Event description:
It was reported that this right atrial (ra) lead was not capturing. There was no asystole. No adverse patient effects were reported. At this time, the lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).